Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to duplicate the reported event. The fsr performed the operational verification procedure (ovp) and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the unit was not delivering volumes. The customer reported there was no patient consequences associated with the event.